Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the intermittent / sudden black screen and the inability to perform a white balance could not be reproduced. Additional findings include the following: there was interference in the image due to a defective printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had an intermittent black screen or sudden black screen during surgery. The issue was found during reprocessing. The intended diagnostic gynecological examination was completed with a similar device without any delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never apply excessive force to connectors. This could damage the connectors. Before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. Connect the endoscope, videoscope cable, video converter, or camera head all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed. Do not touch any of the electrical contacts inside the videoscope cable and the connector socket of the video system center directly by hands. Otherwise, the video system center may malfunction.¿ olympus will continue to monitor field performance for this device.